Manufacturer narrative:
The device and incident information was stated to be unavailable to the manufacturer for evaluation. The alleged product issue/event as described could not be confirmed. If the device and or additional incident information is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported, the fred stent was used for a recurrent aneurysm case of an implanted fred. Another stent was used and the procedure weas successfully completed. No patient harm was reported. The device model and lot information is unknown.